Event description:
The hcp reported the pt presented with signs of an infection of the device pocket. These included fever, redness, swelling, drainage, and pain. It is unknown if a culture was done. The pt was treated with both IV and oral antibiotics and total device system explant. The infection is reported to have resolved. The pt experienced no drugs withdrawal as was treated with oral medications.